Manufacturer narrative:
On (B)(6) 2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia procedure (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an idvt case, a pericardial effusion was noticed. The event occurred during ablation phase. There were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). They reported that the medical intervention provided was a pericardiocentesis and 300ml fluid was removed and then the patient was reported to be in stable condition. Additional information was received indicating the adverse event was discovered during and post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Pericardial drainage was conducted and the patient¿s outcome from the adverse event was reported as fully recovered (no residual effects). Patient was watched over night and sent home the next day. No transseptal puncture performed. Ablation had already been performed prior to noting cardiac tamponade. There was no evidence of steam pop. Flow setting for the irrigated catheter was default flow settings for stsf as per instructions for use (IFU) recommendation. Correct catheter settings were selected on the smartablate generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were real time graph, dashboard, vector and visitag. Parameters for stability for the visitag module used were 2mm, 3 sec, 25% over 3g, 3mm. No additional filter used with the visitag. Color options used prospectively was time.

Manufacturer narrative:
It was reported that a female patient underwent an idiopathic ventricular tachycardia procedure (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an idvt case, a pericardial effusion was noticed. The event occurred during ablation phase. There were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). They reported that the medical intervention provided was a pericardiocentesis and 300ml fluid was removed and then the patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).